Event description:
Procedure performed in the left subclavian artery: patient presented with 90% stenosis in the left subclavian artery. Lesion was predilated with much recoil. Stent was placed without incident or complication. Stenosis was still very prominent. Stent was post dilated with a 12x40 balloon. After the pta vessel was patent, but the stent was severely fractured at the site of the stenosis. A 14x40 stent was placed inside the protege.